Manufacturer narrative:
This product is registered as a combination product. The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure on (B)(6) 2019. The physician attempted to implant the right atrial lead. However, the right atrial lead could not be fixed when placed into the right atrium. Several attempts were made, but were unsuccessful. The right atrial lead was not used and the patient's system was switched to single chamber pacing. There were no consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.